Manufacturer narrative:
This report is submitted by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text : device not received by manufacturer.

Event description:
Per the clinic, the device was explanted (date not reported) due to the patient experiencing facial nerve stimulation. The patient was reimplanted with another cochlear device on (B)(6) 2016.

Manufacturer narrative:
This report is submitted on october 24, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Correction: approximate age of device is 19 year(s); not 5 months(s) as previously reported.(B)(4).